Manufacturer narrative:
Concomitant medical products: addrl1, implantable pulse generator (ipg), implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial under-sensing during atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.